Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of hypertension, myocardial infarction and occlusion are listed in the otw graftmaster instructions for use as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. A review of the device history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid to distal circumflex artery, a perforation occurred which required the use of a graftmaster stent. The graftmaster was implanted, but the perforation was not sealed. The patient was experiencing chest pain and hypertension; therefore, dopamine was administered and the patient was then stable. A balloon was placed at the perforation, and the patient was transferred to another account with a surgical facility. The patient was taken to the catheterization lab at the new account and it was found that the perforation had sealed. It was determined that the vessel was occluded and the patient had a myocardial infarction. Pericardiocentesis was performed. The patient was stable and discharged on (B)(6) 2014. No additional information was provided.